Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a5a, a5b h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. A piece of properly transected and stapled test media was received. Functional testing noted that the reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right lower lung resection, on the pulmonary parenchyma, the handle could not be squeezed and firing could not be done at all. Therefore, the handle and the cartridge were all replaced with new ones and used. The same phenomenon occurred even when it was replaced with the new one; and the issue persisted even after replacing only the cartridge with a new one. When the cartridge was changed to a 45 mm, it could be used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot#: p5j0992) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#" p5e0932) egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0932). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.